Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention was observed. The patient was stable.